Event description:
New information noted that programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no patient consequences.